Event description:
Report received from the USA stating "heat." The device was used during surgery. There was no user or patient injury reported. No additional information was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the flex circuit was found to be defective. This was more likely due to immersion during cleaning. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).